Manufacturer narrative:
Correction- g1 updated. Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device could be successfully calibrated as per device instructions. The reported issue could not be confirmed.

Event description:
It was reported that the device was not calibrating.